Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of implant is not applicable for heartmate 3 vad modular cable. Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed during evaluation of the returned modular cable (lot number: 7785610). The modular cable first underwent resistance testing in order to evaluate the integrity of its inner wires. The cable did not pass this testing, and the yellow wire (communication b) was found to intermittently produce indications of an open wire. The modular cable was then functionally tested alongside a test system controller and mock circulatory loop. The reported event of a driveline communication fault was reproduced. The layers of the cable were then stripped, and a few areas of damage were identified. Multiple areas of kinked wires were noted, and the conductors of the brown wire (power a) were also slightly exposed. Near the base of the controller connector bend relief, the yellow communication wire was found to be severed. The submitted log file was also reviewed. The data spanned approximately 11 hours (14:50 21oct2023 to 0:28 22oct2023 per time stamp). Beginning at 21:13:09 on (B)(6) 2023, a com_b_fault (f20) internal fault was observed, causing a driveline communication fault to activate. While the fault cleared shortly later at 21:13:58, the alarm remained active throughout the remainder of the data. The alarm and internal faults are consistent with the damage observed to the returned modular cable. The observed alarm and fault did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low-speed limit throughout the data. Provided information indicated that the reported event resolved with the exchange of the modular cable. The root cause of the reported event was determined to be damage to the modular cable¿s yellow wire. The device history records were reviewed, and the records revealed that the modular cable (lot number: 7785610) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 "alarms and troubleshooting¿) describes all alarms that may be produced by the system controller, including those associated with driveline communication fault conditions, and provides instructions on how to appropriately resolve them. The heartmate iii instructions for use (rev. C - section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (rev. D - section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning driveline communication fault alarm. Patient presented with controller communication error. Event log file recorded a driveline communication fault on (B)(6) 2023 at around 21:13. Motor function was not affected by this event. Modular cable was exchanged, and the driveline communication fault resolved.